Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer will continue to use the pump for insulin therapy. Reportedly, the customer would contact their healthcare provider to obtain alternate insulin therapy if needed. There was no adverse impact to the customer¿s blood glucose level.